Event description:
Reporter alleged that the customer awoke with hypoglycemic symptoms and the meter gave her an error message, so she could not test. Reporter stated that she treated the customer with candy, orange juice, and glucose gel, but the customer vomited it up. Reporter stated the paramedics were called, they tested her with a result of 71 mg/dl, and treated her with an IV. No other actions or treatment were reported. A request was made for the return of the suspect device and replacement product was sent.